Manufacturer narrative:
Correction to h6 impact codes. Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. The cuff, pump, and balloon were microscopically inspected and showed no signs of abnormalities and passed the leak testing. The balloon and pump were also functionally tested and passed. The event of perforation is documented in the hazard analysis as a potential adverse event with this device. Based on the information available, the reported clinical observations are a known inherent risk with this device.

Event description:
It was reported that the physician perforated the urethra during the implant of an artificial urinary sphincter (aus). There was no device implanted, and a foley catheter was placed for three weeks. There were no additional patient complications reported.

Event description:
It was reported that the physician perforated the urethra during the implant of an artificial urinary sphincter (aus). There was no device implanted, and a foley catheter was placed for three weeks. There were no additional patient complications reported.